Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The patient was not hospitalized. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (1.5g "five in five days") and intraperitoneal ceftazidime (1g daily) for peritonitis. Two days later the vancomycin and ceftazidime were discontinued after the culture results came back and the patient was switched to oral ciprofloxacin (500mg daily) and cefotaxime (1g daily; route not reported) for peritonitis. Ten days after the event onset, intraperitoneal gentamicin (60 mg daily) was added as treatment for peritonitis. Thirteen days after the event onset, the patient was "re-evaluated and the patient presented with cloudy effluent" (antibiotic therapy remained ongoing). Twenty two days after the event onset, oral fluconazole (dose and frequency not reported) was added to the peritonitis treatment regimen. Five days later, ciprofloxacin, cefotaxime, gentamicin and fluconazole were discontinued. That same day, the patient was deemed recovered from the event. Physioneal, nutrineal, and extraneal therapies remained ongoing. No additional information is available.